Event description:
It was reported that the patient had increasing spasticity due to a catheter dislodgement. The pump and catheter were replaced. The pt was reportedly doing well after the replacement and recovered without sequela.

Manufacturer narrative:
This report is being submitted following an internal audit.